Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: setrox competitor implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced palpitations. It was noted that there was an electrical reset on the device. The device was reprogrammed. No further patient complications have been reported as a result of this event.